Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Attorney alleges the plaintiff suffered physical and other injury as a result of the recalled sprint fidelis lead including inappropriate shocks, fracture, severe emotional distress, and mental anguish. It is unknown if the patient has or ever had a sprint fidelis lead. Manufacturer's records do not indicate the patient has a sprint fidelis lead. The lead on this report was previously submitted on an infection summary report; the patient's device system was removed in 2007 due to infection. No further patient complications were reported as a result of this event.